Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow-up report upon its completion.

Manufacturer narrative:
The investigation was unable to determine the root cause because no parts were returned to the manufacturer. The service engineer addressed the customer's immediate concerns by replacing the control panel arm assembly and a total reassembly of the equipment. The system has returned to service with no similar issues reported. The manufacturer is submitting a final report at this time.